Event description:
The customer reported after the system was serviced by philips, the patient table had become free floating. The philips field service engineer (fse) confirmed that there was no harm to the patient or operator or bystander due to this malfunction. The fse determined that the service latch (that secures the table's subframe) was loose, allowing the subframe to free-float. The fse was able to tighten and secure the service latch.

Manufacturer narrative:
We will file a follow up MDR at the completion of the investigation. Internal cross ref: complaint pr #(B)(4). Initial MDR mailed on (B)(4)013.